Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to dark colored urine, elevated lactate dehydrogenase, and pump powers that increased from the 6''s to the 7.5 watts range. The patient international normalized ratios had been subtherapeutic for the previous 2 weeks, in the 1.7 range. The patient was started on a heparin drip, and remained on warfarin.

Manufacturer narrative:
Approximate age of device ¿ 76 days. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's' investigation is completed. Placeholder.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the pump and the patient¿s symptoms could not be conclusively determined; however, the instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. No alarms were reported and no log files were submitted for review. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.